Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that, during a post-implant follow-up, this right ventricular (rv) lead was found to have no capture at pacing outputs of 3.5 volts. A revision procedure was performed and an attempt was made to reposition the lead. During the attempt the helix did not extend. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that, during a post-implant follow-up, this right ventricular (rv) lead was found to have no capture at pacing outputs of 3.5 volts. A revision procedure was performed and an attempt was made to reposition the lead. During the attempt the helix did not extend. This rv lead was explanted and replaced. No additional adverse patient effects were reported.